Manufacturer narrative:
Block b3: date of event unknown. Approximated 6 months prior the manufacturer becoming aware of the event.

Event description:
It was reported that the patient experienced lack of pain relief from their superion indirect decompression (ID) implant. It was noted that the ID implant was no longer providing pain relief per the physicians assessment however the reason it was not providing relief is unknown. The patient underwent a procedure wherein the ID implant was removed. Physical analysis of the ID spacer was not performed as it was disposed by the facility. The patient did well post-operatively.